Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. The lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).